Manufacturer narrative:
Gbo complaint (B)(4). No samples (actual or unused) were received for evaluation. No pictures were received. Unfortunately. Without basic information (batch#, pictures, samples) a thorough investigation is not possible. This complaint is closed as cannot be determined due to insufficient information.

Event description:
Greiner product specialist stated that while inservicing at this facility, two phlebotomists indicated that they had each encountered an issue with the needle dislodging from the holder when the tube was pushed onto the holder. The facility uses bd eclips needles. In both cases, the needle stuck in the arm of the patient. No patient injuries occurred as a result and no blood exposure/needle stick injuries were obtained by the employee involved.